Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's system was explanted due to infection and the customer discarded the devices. The issue was resolved at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 977c265, lot# serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 06-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.